Manufacturer narrative:
B5: describe event or problem: it was reported that the bd alaris¿ extension set line was continually alarming occlusion. The following information was provided by the initial reporter: during initial infusion set-up, the line was continually alarming for occlusion. Upon investigation, discovered that the 1.2 -micron filter attached to the line would not flush. D1: medical device brand name: bd alaris¿ extension set. D2: medical device manufacturer: sistemas medicos alaris, s.a. De c.v. D4: UDI#: (B)(4). D4: catalog#: 10011865. G2: manufacturing location: sistemas medicos alaris, s.a. De c.v. G5: PMA / 510(k)#: k790108.

Event description:
It was reported that the bd alaris¿ extension set line was continually alarming occlusion. The following information was provided by the initial reporter: during initial infusion set-up, the line was continually alarming for occlusion. Upon investigation, discovered that the 1.2 -micron filter attached to the line would not flush.

Event description:
It was reported that the bd alaris¿ extension set line was continually alarming occlusion. The following information was provided by the initial reporter: during initial infusion set-up, the line was continually alarming for occlusion. Upon investigation, discovered that the 1.2-micron filter attached to the line would not flush.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-jan-2023. H6: investigation summary one sample (model #10011865) was returned by the customer. It was reported by customer that the line was continually alarming for occlusion. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attempted to be flushed with water using a bd 10ml syringe. Water was able to forced through the set, but was met with some resistance. The returned set was connected to a bd primary set that was primed with saline. An infusion run was started at 125 ml / hr, however the pump immediately rang "occluded - patient side". When the return set was removed, the infusion was completed without issue. The returned set was examined under magnification, however, no excess solvent was observed at that time. A quality notification was sent to the supplier of the filter, and the sample was sent for further investigation. The supplier was able to confirm an occlusion, but found no fault with the filter. The sample was forwarded to the manufacturer for further investigation. The manufacturer was able to confirm an occlusion at the joint tubing and male luer. The root cause of the occlusion was determined to be an excess of solvent due to multiple tube immersion in the solvent dispenser. A device history record review could not be performed on model 10011865 because a lot number is unknown. H3 other text : see h10.

Event description:
It was reported that the unspecified bd infusion set line was continually alarming occlusion. The following information was provided by the initial reporter: during initial infusion set-up, the line was continually alarming for occlusion. Upon investigation, discovered that the 1.2-micron filter attached to the line would not flush.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).